Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records it was reported that on (B)(6) 2008 the patient presented with preoperative diagnosis of degenerative disc disease l5-s1. The patient underwent l5-s1 anterior interbody fusion. Per-op notes: tap was used to tap the interspace and finally lordotic bak cage was screwed in after being filled with vitoss which had been soaked in bone marrow aspirate from the iliac crest. Once left side done, using identical technique and another cage was placed on the right side.radographs showed good position of cage. (B)(6) 2015 the patient presented with abdominal pain. The patient underwent esophagogastroduodenoscopy. Patient alleges unspecified injury due to the use of rhbmp-2